Event description:
Medical affairs has been unable to get in contact with a the pt and sent a letter to obtain more clinical info. The pt called alleging that the meter did not power on. The pt replaced the batteries and issue persisted. The last time he tested on his meter was six mos ago. The pt reported an incident, date unk, when he was sweating, had slurred speech, was pale, and confused. He takes his insulin based upon the meter readings. The pt was taken to the ER and was treated with IV, oxygen, and glucose. No info on what his reading was at the ER. Ccr was unable to resolve the power issue with the meter. Based upon the info provided, this case is being reported as a malfunction, since the power issue was not resolved and there is no info on whether the pt tested prior to going to the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.